Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a flashing display. Blood glucose level at the time of the incident was 230 mg/dl. Customer stated that he was wearing the device when he dove during a baseball game. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Findings: unit received with blank flashing white lcd display anomaly due to cracked on lcd controller. Unable to performed displacement, rewind, seating and basic occlusion due to flashing white lcd display. Unable to verify missing segments/partial display anomaly due to blank flashing white lcd anomaly. Unit received with cracked retainer, scratched case and minor scratched lcd window.